Manufacturer narrative:
Investigation summary: quality department (pms) has received a complaint regarding a device from establishment labs, additional information provided in the "details" section. General conclusion: -event analysis: after an analysis of the clinical evidence provided and the report, it was possible to confirm the alleged event. Refers to clinical confirmation task or zendesk communication. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. -refers to phr section. Dfu review: -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: hematoma/seroma. Hematoma is a collection of blood within the space around the expander, and a seroma is a build-up of fluid around the expander. Having a hematoma and/ or seroma following surgery may result in infection and/or capsular contracture later on. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a temporary surgical drain in the wound for proper healing. Device rupture also can occur from surgical draining if there is damage to the implant during the procedure. Rarely, hematomas/seromas may be due to leakage of the injected saline into the potential tissue space between the expander and the overlying skin. If significant, they may require careful aspiration (with risk of balloon puncture) or drainage. Small seromas usually do not compromise the process of expansion. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health as stated in the literature: ¿late seroma is defined as a periprosthetic fluid collection occurring more than 1 year following breast augmentation¿ (nava, et al. 2017). ¿early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ (sforza, et al. 2017). ¿seroma can present both early and late, with the latter being recently linked with malignant growths and prolonged onset.¿ (sforza, et al. 2017). Some analyses have revealed that the pocket plays a significant role in developing seroma, patients with submammary pocket developed seroma in higher rates when compared with patients with submuscular pocket. Submammary pocket increases the odds of developing seroma by 7.5 times. (Sforza, et al. 2017). Some factors are significantly associated with seroma development: a high bmi, large implant size, submammary pocket, and smoking which significantly amplified the effects of other variables. (M. Sforza, et al., 2017 unraveling factors influencing early seroma formation in breast augmentation surgery. Aesthetic surgery journal 2017, vol 37(3) 301¿307 © 2016 the american society for aesthetic plastic surgery, inc. Doi: 10.1093/asj/sjw196. Larger implant size are also known to be related to higher incidences of other complications such as capsular contracture and hematoma. (Collins jb, verheyden cn. Incidence of breast hematoma. After placement of breast prostheses. Plast reconstr surg.2012;129(3):413e-420e). -trend review: establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Spain. It was reported that, during the 14-day check-up, the patient presented with a small fluctuating periexpansor seroma. Drainage by needle puncture over the area was performed. 60 cc of clear liquid was obtained and 60 cc of physiological fluid was injected into the expander so as not to have space. The patient did not present any sign of any relevant complication or pain.

Manufacturer narrative:
Initial assessment: seroma: seroma is recognized as an early complication of breast implant surgery and its incidence is reported together with hematomas in 6.6% for primary surgery. For other authors the incidence of early-stage seroma is 0.1%. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ sforza, m., husein, r., atkinson, c., & zaccheddu, r. (2017). Unraveling factors influencing early seroma formation in breast augmentation surgery. Aesthetic surgery journal, 37(3), 301¿307. Https://doi.org/10.1093/asj/sjw196. Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. Mcardle b, layt c. A case of late unilateral hematoma and subsequent late seroma of breast after bilateral breast augmentation. Aesth plast surg 2009; 33: 669-670. Scott l. Breast augmentation. Clin plast surg 2009; 36(1): 105-115 oliveira vm, roveda d jr, lucas fb et al. Late seroma after breast augmentation with silicone prostheses: a case report. Breast j 2007; 13(4): 421-423. Dfu revision: the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "a seroma is a build-up of fluid around the implant. Having a hematoma and/ or seroma following surgery may result in infection and/or capsular contracture later on. Symptoms from seroma may include swelling, pain, and bruising. If a seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small seromas, some will require surgery, typically involving draining, and potentially placing a surgical drain in the wound temporarily for proper healing. A small scar can result from surgical draining. Implant rupture also can occur from surgical draining if there is damage to the implant during the procedure".